Event description:
It was reported that the device broke after implantation. The pt underwent a revision surgery to remove the screw.

Manufacturer narrative:
A review of the device history records for this device did not reveal any nonconformances to specification or deviations in procedure which might contribute to the reported event. The broken surface of the multiaxial screw is typical of a fatigue breakage. No defect of the material was found.